Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during the patient's explant procedure (related manufacturer reference number: 1627487-2021-18533), the patient's l1 lead would not come out. Surgical intervention is anticipated to remove the remaining lead.